Event description:
It was reported that the tachycardia episode on the implantable cardiac monitor appeared to have "regular intervals" which looked like noise, possible electromagnetic interference. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).